Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown laparoscopic gyn procedure, the tissue pad fell off of device and into the patient. The tissue pad was retrieved laparoscopically without harm to the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, at trying to put the clip on the cystic, the clip kept almost open on the cystic. They had to remove the clip very carefully to avoid injuring the cystic. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Added additional information the device was returned with the tissue pad melted and partially detached. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.